Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture, capsular contracture

Event description:
Brazil. Allegedly, a patient fell from a horse in 2025 and subsequently developed pain and breast deformity; rupture of the left breast implant and bilateral contracture were confirmed by imaging (r: (B)(6)/ l: (B)(6). At this point baker grade is unknown but a revision surgery was required.